Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom of the canister. Reportedly, each cartridge was filled with 240 units. The user successfully loaded a new cartridge from a different lot and resumed insulin delivery. The user's blood glucose level was 235 mg/dl.